Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) alarming circuit leak error. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: d4 (unique identifier (UDI) #). A getinge field service engineer (fse) confirmed reported complaint in device logs. Conducted extensive troubleshooting. Installed 5000hr pm kit as a precaution and replaced purge valve based on data within logs. Device passed all performance and safety tests according to factory specifications. Device was returned to customer. The defective components were received for further investigation. The failure analysis and testing department received the following part associated with this complaint: purge valve assembly. This part was received with a reported unit failure message of alarming circuit leak error. Performed visual inspection of this part received and part looks to be in good condition. Installed the purge valve assembly into the cs300 test fixture and tested to the factory specifications per pn: 0070-00-0689 revision w cs300 service manual. The failure analysis and testing department performed autofill tests and observed autofill tests failed, however the fat dept, could not see circuit leak error on. Also, the failure analysis and testing department performed k6, k6a, k7, k8 leak test and test# 3 failed with result of 36mmhg, the factory specification is +-20mmhg. Purge valve assembly failed testing. Retaining purge valve assembly in the fat dept, as per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.